Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a 54-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the automated impella controller (aic) had a yellow controller error. The aic was replaced successfully.

Manufacturer narrative:
D.2 revised common device name in accordance with updated procedures since the initial manufacturer device report 1220648-2024-17483 was submitted. E.2 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-17483. G.1 revised MDR reporting contact email in accordance with updated procedures since the initial manufacturer device report 1220648-2024-17483 was submitted. H.6 code 3221 was reported incorrectly on the initial manufacturer device report number 1220648-2024-17483.